Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused the patient to experience a cough, chest tightness and a fever. The patient was hospitalized to receive medical intervention. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per (B)(4).

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging a CPAP device's sound abatement foam became degraded and caused the patient to experience a cough, chest tightness and a fever. The patient was hospitalized to receive medical intervention. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed. Section e1-intial reporter address was incomplete and it has been corrected/updated in this report. .

Manufacturer narrative:
Additional information was received on nov 14, 2024, and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused the patient to experience a cough, chest tightness and a fever. The sections b1, b2, h1, h6 have been corrected in this report as follows: section b1 was corrected to product problem (adverse event and product problem was checked in the previous MDR) section h1 was changed from serious injury.to malfunction. Section h6 health effects - impact code was corrected.